Manufacturer narrative:
The nurse call system provides visual and/or audible event alert notification via designated communication devices. The routing of an alert to said communication devices (primary and secondary) is configured based on customer preferences. All calls route to a primary monitoring device (grs-10 nurse console and calls can also be configured to route to secondary communication device locations (vocera wireless devices, customer's command center devices, wireless phones, etc.). The designation of call routing is configured using the hillrom nurse call electronic configuration tool application (ect). Configuration of call routing is completed at the time of implementation by hillrom based on customer preference and may be changed thereafter, as requested by the customer. In such a case, the change request would be performed and documented by hillrom. In some cases, the customer may change their configuration, if a customer representative has access to the facility's ect application, in which case the configuration change would not be documented by hillrom. The customer reported that the facility has three staff members that work within the facility's ect application and that one of the individuals likely inadvertently misconfigured the routing/settings in ect during the development/configuration of the routings to the facility's command center. It is noted that hillrom technical support investigated the issue and corrected the routing configuration to the proper settings. In this event, the customer confirmed that no injury occurred. The customer also confirmed that the nurse call equipment worked as designed and generated the nurse call code blue call and annunciated appropriately at the primary device location (unit) as well as the vocera devices. The root cause of this event is unknown, however, the customer implied the cause was likely due to the inadvertent misconfiguration performed by a staff member. The nurse call system worked as intended to provide appropriate notification at the primary event location and to assigned wireless devices. If the event were to recur (incorrect routing configuration resulting in code blue call not being received at a designated secondary location) it is likely to result in serious injury or death, as response of key team members of the code team may be delayed.

Event description:
It was initially reported that a nurse call code blue call did not route to wireless devices. During a follow-up call with the customer, the customer confirmed that no injury occurred, and explained that the call did not route to the "command center." The customer reported that the facility is in the process of creating a " command center" (comprised of 3rd party devices) in which all code-type calls from all facilities will be routed to, for the purpose of the command center to overhead announce the call at the appropriate facility location. The customer stated that the command center is currently and will remain as a "secondary notification" of these call types. The facilities workflow for code blue call is as follows: code blue call routes to/annunciates at the grs-10 at the main desk, as well as the vocera devices of those in the assigned group. The unit secretary then calls the command center so the command center can overhead announce. This report was filed in our complaint handling system as complaint (B)(4).